Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced prolonged elevated blood glucose while using the ilet with a 23" teflon 6 mm inset infusion set, rising to 415 mg/dl by fingerstick; the user verified a straight cannula and, with support, performed a site change, primed and reconnected tubing, filled the cannula, and resumed insulin therapy, after which glucose decreased to 278 mg/dl. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information to attribute the event to a device problem or a specific device component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.